Manufacturer narrative:
The complaint investigation for falsely elevated architect glucose result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed. Return testing was not completed as returns were not available. A search by product lot did not identify an increase in complaint activity. Review of tracking and trending for the architect glucose reagent list 03l82-22 did not identify an increase in complaint activity related to the complaint issue. The device history record did not identify any nonconformances related to the likely cause list number and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect glucose reagent list 03l82-22, lot 65679uq02.

Event description:
The customer reported a falsely elevated glucose result on the architect c4000, serial number (B)(6), for one patient. The sample was repeated and the results were lower. The following data was provided: sid (B)(6) initial result processed on (B)(6) 2025 = 429.9 mg/dl repeat results = 192 and 193 mg/dl. Reference range = adult: 70 to 105 mg/dl (fasting) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated glucose result on the architect c4000, serial number (B)(6), for one patient. The sample was repeated and the results were lower. The following data was provided: sid (B)(6), initial result processed on (B)(6) 2025 = 429.9 mg/dl repeat results = 192 and 193 mg/dl. Reference range = adult: 70 to 105 mg/dl (fasting) no impact to patient management was reported.